Event description:
A report was received from a user facility in the USA stating saline flow stopped during a cataract extraction. A wound leak was noted and a closure was performed with layers of amnion and tight sutures. The conjunctival flap was secured into position. After a third suture the wound appeared water tight and seidel negative. The patient will be watched closely with additional surgical consult to follow.

Manufacturer narrative:
The device was not made available for evaluation. A review of the device history record revealed no exceptions.